Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a motor error alarm. The customer's blood glucose level was 12.3 mmol/l. During troubleshooting, the customer was unable to rewind the insulin pump. The customer had a back-up plan. The customer was informed of the replacement procedure. No further details were provided.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests or verify motor error alarms due to the blank display. The pump had a corroded motor home switch, minor scratches on the display window and a cracked reservoir tube lip.